Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient states that the pump battery was "flat". She reported the pump provided the proper alert/error messages, however, she chose not to replace the battery. Patient was hospitalized for dka. Treatment obtained at the hospital was not provided. Dates of hospitalization were not provided. The serial number of the device was not provided. The infusion device was not requested to be returned for evaluation as the infusion device was working as intended.